Manufacturer narrative:
Based on the information provided at this time, his complaint is being classified as a reportable event due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that the vessel sealer instrument did not seal. The surgeon had used a back-up vessel sealer instrument to complete the procedure. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the customer had two vessel sealer instruments that were not sealing. The site noted that the integrated electro surgical unit (iesu) made noises like it was sealing but did not see any tissue effect. The site used a third vessel sealer instrument to complete the procedure without any further sealing issues. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2018, intuitive surgical, inc. (Isi) received the following additional information: there was no bleeding experienced by the patient. During the sealing sequence, audible tones were noted but no thermal effect was observed to the patient's tissue. There were no error messages or error codes generated. The initial reporter did not know the target tissue size. The initial reporter was unable to describe the characteristics of the target tissue. The surgeon was trying to seal tissue between the stomach and the esophagus. The patient had not undergone any pre-surgical chemotherapy or radiation treatments. The vessel was not calcified. The vessel sealer instrument did not encounter any staples or clips or any other type of interference during the instrument's sealing cycle. A video recording of the procedure was not available. Refer to medwatch report with patient identifier number (B)(6) for one of the two vessel sealer instruments referenced in the reported complaint.